Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2021. The school nurse called the hospital because the patient was acting very lethargic and passed out. The school nurse was prompted to do a fingerstick and the bg was 520 mg/dl while the cgm was showing 233 mg/dl. The patient still would not wake up and the school called emergency medical services (ems). Ems did not take the patient to the hospital. The mother arrived and took the patient home. They did not treat with any medications to lower the bg. At the time of the report later the same day the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.